Event description:
It was reported that during a balloon treatment procedure, a balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery (sfa). The 4.0x40mm 135cm mustang balloon was advanced to the lesion and upon the first inflation the balloon ruptured. The balloon was removed intact and the procedure was completed with another unknown balloon. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).